Event description:
It was reported that the patient had heard an hourly alarm but did not realize it was the pump. After a couple of weeks, the patient presented for a pump refill. The doctor saw an alarm on the screen and concluded that the pump motor had stalled. It was noted on the telemetry strips that the pump motor had stalled and that a "stopped pump period may exceed tube set" message had occurred. The pump was replaced. The pump was used to deliver morphine tartrate, clonidine and ropivacaine. Following the pump replacement the new primary drug as changed; details were not provided. The patient's outcome was "recovered without sequela".

Manufacturer narrative:
(B)(4) - the pump has been returned to the MFR for analysis. A follow-up report will be sent when the analysis is complete.